Manufacturer narrative:
Received one device. The complaint, "cap won't close, comes off immediately" was not confirmed. Visual inspection revealed that the filter-pro device was attached to the syringe. No defects or anomalies were noted. To review the reported issue of the cap coming off easily, the syringe and filter-pro device was tested. The syringe and filter-pro assembly was placed into a test fixture whereby an axial force was applied (1.5-1.6 lb.) To the plunger of the syringe. Results: no separation of the component was observed. The sample retained connection for the required time limit outlined. In this respect, the returned syringe samples and filter-pro device functioned as intended. The complaint was not confirmed

Event description:
It was reported that the cap did not close, and it came off quickly. According to the user facility, there were no infectious disease reported due to the result of the event. There were no patient harm or adverse events reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.